Event description:
It was reported to boston scientific corporation in 2009, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure on the same day. According to the complainant, the physician could not place the prolieve catheter due to a "catheter problem." Reportedly, the inability to place the prolieve catheter was not caused by the pt's anatomy. The physician completed the procedure with a competitors device (unk manufacturer). There were no complications and the pt is fine. To date, our attempts to acquire additional information have been unanswered.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.